Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'improper shutdown' which was reproduced during evaluation. A review of the event history log identified the multiple presence of 'improper shutdown'. An 'improper shutdown' message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The cause was determined to be a depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced an 'ok' key was not working. The cause was identified to be a damaged keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shutdown. There was no known patient injury or medical intervention associated with this event. No additional information is available.